Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the solusets. The tubing sets were being used to delivery unspecified solutions. After unspecified lengths of time in use, the solusets emptied and air was reported in the tubing distal to the solusets. No air was delivered to the patients. The customer contact stated the tubing sets were reprimed and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded.